Manufacturer narrative:
Based on the claim against the product by the customer noting a life indicator issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have no damage was found to the identification board. Instrument was placed on system and was recognized with 7 uses remaining. Instrument usage history was reviewed to determine the number of uses remaining as well. The data showed the instrument also had 7 uses remaining. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The life indicator did not rotate to make the red dot visible at the window because the instrument was not expired. Additional observations: the main tube exhibited signs of scratch marks/abrasions on the distal end, measuring roughly 0.03" to 0.29" in length and were not aligned with the tube axis. Common causes of this failure mode are typically attributed to mishandling/misuse. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against cannula. The instrument failed the electrical continuity test because of a broken conductor wire at the main tube/roll gear junction. As a result, energy activation would not work when activated on the system. The complaint regarding life indicator was not confirmed by failure analysis, however, failure analysis did find a broken conductor wire which indicates that the device did contribute to a usability issue. Root cause of broken conductor wire is attributed to a manufacturing issue. This complaint is being reported due to the following conclusion: failure analysis investigations identified the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system indicated the fenestrated bipolar forceps instrument was out of lives, but the life indicator still remained white and had not turned red. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.